Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. No deformation evident to distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Annex b, annex c, annex d codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute onyx drug eluting stents. The devices were inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery with both stents. The dislodgement occurred when stents were in the non-medtronic catheter, and were removed with the entire system. The stent delivery system was never inflated inside the patient, they became dislodged before inflation. The physician used a different flush to help navigating the stents, since it was a tortuous vessel, and it is believed it may have caused the dislodgement. No intervention was required. No patient injury was reported.